Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer screen and stylus touch pen did not work correctly. The programmer was returned for service. It was indicated that the programmer was not needed back, that it had already been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer screen and stylus did not align and the bezel shield assembly was replaced to resolve, and the stylus was replaced and calibrated as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.